Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The catheter was inserted into the dorsal right superior member on a patient with difficult venous access. The doctor was unable to successfully insert the catheter as venous access was lost, and when the device was removed, an approximate 2 mm portion of the catheter tubing remained in the vein. Another doctor attempted to manipulate and remove the catheter tip, but was unsuccessful. The doctors decided to leave the tip in the patient's arm. There was no harm to the patient as a result of this incident.